Manufacturer narrative:
Product eval: the product was returned for eval. The reported damage was observed. Solution is dried on the lens. The lens dimensions were within specifications. Product history record and batch records were reviewed and documentation indicated the product met release criteria. Root cause: while we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not mfg related. The lens dimensions were within specifications. No abnormalities were observed. Due to the condition of the returned product, the damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/06/2011, 05/11/2011, 05/16/2011, and 05/31/2011 by phone, fax, and mail. A completed questionnaire was received on 06/01/2011. (B)(4).

Event description:
A surgeon reported that while examining a pt two weeks following intraocular lens (iol) implant surgery, he notices the lens was dislocated down and that one of the haptics had broken off and was sitting at the bottom of the anterior chamber. Corneal edema was noted at the time of the examination. The pt was referred to a different surgeon who exchanged the lens for the same model and power iol. The broken haptic was also removed at the time of the exchange procedure. The pt is reported to be doing very well following the exchange procedure. In a follow-up, the surgeon reported the event resolved following treatment.